Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on an 840 ventilator, a patient expired. The reporter stated that the sister disconnected the ventilator and requested help from the caregiver. The caregiver immediately re-connected the patient to the ventilator. In addition, the "patient¿s bother complained that they could not see chest rise and no alarm" however, the reporter stated that the "other patient objective data showed was normal" and confirmed that the ventilator was working well. A review of the event and alarm logs was performed and the device was found to be working properly.